Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the instrument but there was air leakage during insertion of the 5 mm instruments. The case was done well with another trocar. There were no adverse consequences for the pt.

Event description:
It was reported that upon interrogation, the rate response intervals were faster than typical ventricular tachycardia intervals. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the d5st device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.